Event description:
Technical services received a call on (B)(6) 2012 from sales rep. Doesn't use pacing part, fidelis lead might be breaking and risking infection. Patient wants to have lead removed rather than leaving in place. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).